Event description:
The issue is with the knife blades and the packaging is not tearing correctly and the knife blades themselves seem more fragile or breakable. We had one that shattered while trying to put it on the knife handle. There was a questions about the sharpness of the knife blades since they are sterilized twice. We did not save the packaging for the blade that shattered nor the one that broke when putting it on the handle. Unfortunately the shattered one a piece did go into one of our staff members thumb so no samples. We have asked the staff from here on out to keep both the blade package and the paper from the custom pack so hopefully between those 2 we can get you the information you need to resolve this issue.